Event description:
The patient experienced worsening pain in the neurostimulator pocket site since implant. The pain had always been present but was slowly getting worse. The health care professional (hcp) recommended the patient to sleep on her side to alleviate the pressure on the neurostimulator. The patient complained to the physician about lack of effect, new pain at the neurostimulator site and shocking sensation. During evaluation the hcp found increased impedance in multiple electrodes. An x-ray evaluation provided no additional information. The patient was referred for revision/replacement surgery for broken lead/extension. No patient injury was reported.